Manufacturer narrative:
Kinks were evident along the hypotube. There was severe stretching and kinking in numerous places on the transition tubing. The distal shaft was slightly stretched. There was a kink on the distal shaft approx. 6.0cm distal to the guidewire entry port. The sheath and stylette were returned loaded into the inner lumen; it was not possible to remove the sheath or stylette. The balloon returned deflated, with residue present inside the balloon. The balloon distal cone and balloon distal material were bunched and deformed. Cine image received. The images capture the lesion site in the rca as reported by the account. Pre-dilation is evident with an unidentified balloon. The images capture the attempted delivery of what appears to be a 38mm stent. The withdrawal of this stent is not captured by the images. Two unidentified stents are then deployed in the vessel. The images capture the successful deployment of the resolute integrity 4.0x38mm stent at a time of 11:19:57. At a time of 11:25:32 there are no devices visible in the vessel. Therefore there are no images capturing the deflation of the delivery system balloon or the subsequent removal of the delivery system. There are no images capturing the reported removal difficulties of the delivery system. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat an rca lesion with stenosis and no high grade of calcification or vessel tortuosity. No abnormalities were reported in relation to anatomy. No damage was noted to the packaging. The device was inspected with no issues noted. Negative prep was performed also with no issues. Lesion was pre-dilated twice with a balloon. Device did not pass through a previously-deployed stent. No difficulties noted during balloon inflation/stent deployment. The device was inflated twice. It was reported that difficulties were encountered when removing the device following stent deployment. Resistance was noted during withdrawal of the device in the guide catheter and excessive force was used. Sufficient time was given to the balloon to be deflated prior to the attempted removal. No intervention was used. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.